Event description:
Information received from the field notes that a trans- telephonic monitoring demonstrated av pacing and the patient complained of shortness of breath. When the patient was seen again later in the day, the device was found to be in back-up mode. Therefore, the device was replaced.